Event description:
On 11/07/2022, it was reported by a sales representative via (B)(4) that an ar-8305 shaver possibly shorted after saline fell on it, throwing lots of errors. This was discovered during use in an unspecified case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Hp board) the evaluation confirmed the reported event and attributed to moisture intrusion through misuse.